Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4).

Event description:
It was reported that during the implant procedure, it was "very difficult" to fully insert the competitor lead into the device header. The physician got the connector wet and then succeeded in connecting the lead to the device. The device remains in use. No patient complications have been reported as a result of this event.